Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon was suturing when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening and closing the grips of the instrument. Other motion and control information on the instrument was not known. There was one cable visibly protruding from the distal end of the instrument. There were no images or video recording of the procedure available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the cadiere forceps had broken movement wires. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have grip input shaft #7 broken. Other backend components adjacent to the broken inputs did not show damage. Additional observations found related to the reported complaint states that the instrument had a loose grip cable at the proximal end from the instrument input shaft #7. The instrument housing was removed and found with dislodged grip cable from the input shaft. The input shaft had a broken holder for the grip cable. The instrument was also found with hairline cracks on grip input shaft #6. Other backend components adjacent to the broken inputs did not show damage. The complaint was confirmed by failure analysis.